Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of greater than 300mg/dl. The pt dosed insulin accordingly. The pt then performed a retest on the suspect device and the result was still greater than 300mg/dl. Pt then dosed insulin again. The pt then passed out. 911 was called and the emt's meter read 39mg/dl. The pt was given orange juice and a glucose IV. The pt was transported to the hospital and a reference method was performed with a result of 180mg/dl./